Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe, and the observed chip in the acoustic lens could not be determined, however the issues were likely the result of repetitive use stress and or user handling/mishandling. The event may be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced a perforation at the distal end. The event was identified during reprocessing. There was no patient involvement or harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a gap of adhesive on the distal end/ stain that entered inside the lens through the gap. There was a gap between the acoustic lens and ultrasound probe. There was a missing piece/chip/parts falling off the probe unit. The acoustic lens had a chip. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a gap of adhesive on the distal end and a stain entered the inside of the lens through the gap. There was a gap between the acoustic lens and the ultrasound probe. There was a missing piece/chip/parts that fell on the probe unit. The acoustic lens was chipped. Additionally, the tee nut (t-nut) was loose. Due to wear of the lock engagement lever (fe-lever), the up/down (u/d) knob could not be locked securely. The air water cylinder (aw-cylinder) had discoloration. The guide pin of the electrical connector (el-connector) was shaved, water tightness is lost. Due to deformation of s-connector, water tightness was lost. Due to a pinhole on the channel tube ch-tube, water tightness was lost. Due to damage to the ultrasonic cable, the number of missing elements exceeded the standard value. Due to a scratch on the acoustic lens, displayed the ultrasound image was defective. The acoustic lens had a chip. The acoustic lens has a scratch. The adhesive around the light guide lens (lg lens) was worn. The adhesive on the a-rubber had a chip. Due to the wear of angle wire, the play of up/down (u/d) knob was out of the standard value. Due to wear of the angle wire, the play of the right/left (r/l) knob was out of the standard value. Due to wear of the angle wire, bending angle in up/down/left/right direction did not meet the standard value. The channel tube (ch-tube) has a scratch. The ultrasonic probe was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.